Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure. The exact procedure date was unknown. During the procedure, the clip was able to grasp and lock onto tissue, but did not release from the catheter despite pushing down the handle. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.